Event description:
Baxter (B)(4) received a report that an infusor leaked during storage. The device was filled with 2 g of deferoxamine in 45 ml of diluent. A red vygon (non-baxter) cap was used to secure distal end. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.the batch review revealed that all of the acceptance criteria were met to release the lot.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing fluid in the housing. The reported condition of a leak was confirmed. A functional leak test on the sample revealed a leak from the welded area of the volume indicator located inside the housing. The root cause of the leak is due to improper welding of the volume indicator and port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue was escalated to CAPA.